Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).

Event description:
An optometrist reported a case of bilateral "haze verses scarring", observed at six months post photo refractive keratectomy (prk) treatment. Reporter indicated started treatment for haze with topical steroid eye drops. Pt noted as reporting good vision and no discomfort. Add'l info has been requested. There are two reports related to this patient. This report addresses the pt's right eye, and another MFR report will be filed for the fellow eye.